Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The pump was programmed with a test guardian 3 link and a test plug. The insulin pump alarmed bg not received and no calibration occurred after the completion of the sensor warm up period, fault isolated to pcb 1. Unable to verify unexpected suspend [low sg] due to no sensor bg calibration. (B)(4).

Event description:
Information received by medtronic indicated that the customer cannot see the sensor value. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.